Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced main and memory batteries. As the msiii pump is end of life, the main and memory batteries are now globally out of stock. Returned unrepaired. A review of the device history record for sn(B)(6) was performed from date of manufacture 2/13/2015 to the present date 11/2/2020 and note that this device has been returned for service eight times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to a failed charge of the battery pack.

Event description:
It was reported that the device would not turn on. No patient involvement was reported.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on. No patient involvement was reported.